Event description:
A call was placed to technical services on (B)(6) 2011. Caller asked techncial services to review three episodes, clearly noise. Noise is sporadic, can see a drop of 300 ohms in the rv pacing lead impedance. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).